Manufacturer narrative:
Citation: lv, x., li, y., & jiang, c. (2013). Percutaneous transvenous embolization of intracranial dural arteriovenous fistulas with detachable coils and/or in combination with onyx. Arteriovenous fistulas - diagnosis and management. Doi:10.5772/56732 the purpose of this study was evaluate angiographic and clinical results in patients with a dural arteriovenous fistula (davf) who underwent percutaneous transvenous embolization. This was a retrospective chart analysis and radiographic study of 23 patients (9 females, 14 males, mean age 49.5 years) with a davf treated with percutaneous transvenous embolization between february 2003 and february 2008. The authors conclude that transvenous treatment of intracranial davfs can be safe and effective if various transvenous approaches are attempted. Percutaneous transvenous embolization with detachable platinum coils or combination with onyx is effective in treatment of davfs. The onyx was not returned for analysis as these events were discovered via literature review; therefore, product analysis of the onyx device was not able to be performed. There were no treatment modalities reported in the article for either the bradyarrhythmia or the cranial nerve palsy. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, based on the information on this case, and review of the article, and IFU, the likely cause of the reported events are procedure related. Additional information has been requested, however no response or information has been received. Should it become available, a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that 3 patients experienced complications either during the embolization procedure, or post-procedurally. Two patients developed reflexive bradyarrythmia (trigeminocardiac reflex) during the procedure and 1 patient developed right cranial nerve vi palsy which resolved in 2 months. The patients were receiving treatment for dural arteriovenous fistula (davf) located in the internal and external carotid arteries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.